Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system detected low out of range right ventricular (rv) pacing impedances of less than 200 ohms. About two months ago, the rv pacing impedance was around 160 ohms. Pocket manipulation was performed during follow-up, and noise and oversensing were noted. The oversensing led to pacing inhibition. The duration of pacing inhibition was not provided. The root cause for the clinical observations was not determined. The associated rv lead was capped and replaced. This pacemaker remains in service with the new rv lead. No additional adverse patient effects were reported.